Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg setscrew was noted as out of the block connector and sideways under the septum. The terminal end of the lead segment was broken off inside the ipg header and had to be removed from the ipg header to allow testing. The ipg passed the autotest and lead pull test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. It was noted that an extreme overstress event caused the terminal end of the extension lead segment to be broken off inside the ipg header. The lead segment did not pull out of the header in the typical way; therefore, the lead segment was not installed correctly or the setscrew was not tightened properly. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) rec'd a scs system on (B)(6) 2010. It was reported that the pt lost stimulation. The physician opened the ipg pocket site to access the ipg and lead extension. The lead was tested and had normal impedance measurements. It was reported that the physician noted the lead extension had only 3 electrode contacts at the end, with the remaining contacts still inside the ipg. The extension could not be reconnected to the ipg so the ipg was removed. The explanted ipg was returned to the manufacturer for analysis. The pt has not yet rec'd a replacement ipg. No additional information is available.